Event description:
It was reported that the ventilator failed pressure transducer test, o2 cell test and battery switch test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, pressure transducer test failure during pre-use check was related to expiratory channel printed circuit board. Moreover, battery switch test failed due to faulty battery modules and o2 cell test failed due to expiration of o2 cell. Review of the device's logs reveal that several technical errors were generated, however, these technical errors were not reported by the customer or technician and no action were taken at this time. The source of the technical errors activation is unknown, therefore, the cause cannot be determined.